Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: - the electric connects became unstable due to the influence of the external stress caused while handling the device. - by connecting the video connector while foreign material or stain adhered to the contacts at the video connector or the contacts at the video system side caused temporal contact failure. - sudden overcurrent such as static electricity. Moreover, overcurrent occurred due to insertion and pulling of the connector while the system was on, overcurrent from other components or electrical wiring, or adhesion such as dust or moisture at the system and the electric contacts of the video connector. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the issue was not confirmed. Additional findings include the following: adhesive on bending section cover had a chip; due to damage on forceps elevator (fe) lever (surgical products, (sp)), bending section could not be fixed firmly; and due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. The following were scratched: bending section cover, control unit, grip, angulation lever, right/left lever, up/down plate, fe lever (sp), right/left plate, switch 1, light guide (lg)-cover glass, lg connector, video connector, and video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an no image-unrestorable-error code and a communication error. The event occurred during inspection for use. There was no harm associated with the event.